Event description:
A malfunction alarm with code malf 13 was reported, but no significant events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received a loaner pump to replace the malfunctioning one and was assisted by technical support in setting it up. The problematic pump was to be sent back for further evaluation.